Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a micofracture, the burr, ar-8400rbe, produced metal shavings inside of the knee joint of the patient. The case was completed by using another manufacturers device. Additional information provided. Additional information provided 02/13/2020: it was reported that the surgeon could not confirm if all the metal shavings were removed from the patient.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified the presence of horizontal grooves worn into the distal, outer diameter of the ar-8400rbe inner tube. Corresponding grooves were identified within the inner diameter of the outer tube, and indicative of a site of metal debris production. Damage to the proximal end of the inner tube, just above the hub, was noted. This is indicative of prying/leveraging forces applied to the device during use, which can lead to metal debris production. Material analysis concluded that the ar-8400rbe met all as-received specifications. As such, this event is most likely the result of user applied mechanical forces through prying/leveraging the ar-8400rbe against bone and/or hard tissue during use.